Event description:
Prior to deployment of the contralateral leg graft, a sizing catheter was advanced into the aorta for a pre-deployment measurement. The selected leg graft for the procedure was determined to be too long to maintain hypogastric patency. Contralateral leg graft was overlapped into the main body limb by 2 1/2 stents. In order to balance the high placement, and prevent limb occlusion, an iliac leg extension was deployed inside the ipsilateral limb of the main body. Completion angiogram showed pt internal iliac arteries. No endoleak presence was visible at the conclusion. A seal of the abdominal aortic aneurysm was achieved.